Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: model: addr01, ipg; implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead exhibited no capture, high thresholds, and high impedance. A possible lead fracture is suspected and a suspected perforation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.